Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging headache, congested, runny nose. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The manufacturer received information alleging headache, congested, runny nose. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation of the device can confirm that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Pil can confirm the presence of contamination in the airpath.. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes the device has black contamination. There was no evidence of sound abatement foam degradation. Section d5-operator of device was not captured in previous report and it has been corrected/updated in this report.